Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported differences in their sensor glucose readings versus their blood glucose readings. Customer stated that the insulin pump went into threshold suspend. The insulin pump also had a no delivery alarm. No additional information was provided.